Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during a routine check the cardiosave intra aortic balloon pump (iabp) had internal communication failure. There is no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: b5. The fse reported that the error was occurring intermittently despite the equipment being calibrated and passing all checks. The coiled cord was replaced. The unit passed all functional and safety checks to factory specification, and was tested and observed for 72 hours. The unit was handed over to the customer in good working condition.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. There was no patient involvement.